Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report painful insertion on (B)(6) 2015. Endocrinologist prescribed a lidocaine/prilocaine cream to numb insertion site. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).